Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular oversensing due to oversensing noise was observed on the right ventricular lead. The lead was explanted and replaced. The patient was fine during and after the procedure.